Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced insulin flow blocked alarm (B)(6) 2024 leading to high blood glucose. Troubleshooting confirmed occlusion in the tubing. High blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.